Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that death occurred. The 100% stenosed, de novo target lesion was located in the calcified right coronary artery. A 38 x 3.50mm promus premier drug-eluting stent was implanted for treatment. The patient was stable post procedure. The patient developed problems that night and died. It is thought there might have been acute stent thrombosis. It was further reported that the patient suddenly developed chest pain at night and went into cardiac arrest. No death certificate or autopsy report was available. Cause of death was acute thrombosis. The physician did not consider the death related to the device.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that death occurred. The 100% stenosed, de novo target lesion was located in the calcified right coronary artery. A 38 x 3.50mm promus premier drug-eluting stent was implanted for treatment. The patient was stable post procedure. The patient developed problems that night and died. It is thought there might have been acute stent thrombosis.